Event description:
The customer reported that once the device is powered on, a message stating "service" shows on the display and the device is locked up. The device is unavailable for use when this occurs. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.